Event description:
Consumer called to report comparing meter to meter. Believes the plink is inaccurage. Analysis run on clark error grid using mean avg. Readings (151) as ref. Point vs. Bd readings (345) yielded data points in the c range of the grid, outside of acceptable limits.